Manufacturer narrative:
On (B)(6) 2021, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left side undesired breast appearance. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent primary breast augmentation with a 700cc mentor memorygel breast implant on both sides and experienced capsular contracture; baker grade IV on her right side postoperatively. As a result, the device was explanted and replaced on (B)(6) 2021. On june 10, 2021, mentor became aware that the replacement device used on (B)(6) 2021 for bilateral mastopexy were catalog number 3505004bc; serial number (B)(4) on the right side, and catalog number 3505004bc; serial number (B)(4) on the left side. This medwatch report is for the patient¿s left-sided device.